Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The device was noted to have lost functionality. The device was explanted and replaced. No patient complications were reported.